Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings:a review of the black box showed a call service 012 alarm. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service alarms were received. The call service complaint could not be duplicated during the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm during the rewind, load and prime steps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.